Event description:
Pharmacist reports that in two cases where chemo drug, "campach", is primed, tubing cracks/splits toward the far distal end, where leakage was noted. There was no pt injury since the tubing was never used on a pt. Pharmacist was unharmed by wearing protective gear and working in a pharmacy hooded area.